Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, but the rise in temp could not be confirmed. Based on the investigation detail, a possible cause for some overheating was the rotor assembly and various bearings, which were replaced along with some other components. The handpiece received a clean, lube, and adjust, and was returned to the customer.